Event description:
Customer on an amazon review (B)(6) /2023 reported that he has received more than one false positive result in the past. Reviews may take up to 48 hours to be displayed. Customer was not willing to answer the questions and he did not have the devices and the boxes anymore. Comment: "I still use these tests on occasion, but I've received more than one false positive in the past. Not a comforting track record."

Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false positive" was reported. This issue has been previously investigated in (B)(4). Refer to cmp(B)(4) for additional information. Since completion of (B)(4), fmea001 has been revised from revb.0 to revc.0. Fmea001 revc.0 has been reviewed and no changes were made that impact this investigation. A DHR review cannot be completed as lot information was not provided. Based on the information above, no further investigation is required. A most probable root cause cannot be determined without returned product. Potential root causes include but are not limited to: low viral load; environment; improper collection/handling; device malfunction. Refer to (B)(4) for additional information.